Manufacturer narrative:
The reported event was unconfirmed. Received 1 all silicone foley catheter in pouch attached to urine meter. Visual inspection noted no obvious observations. Using the in house syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement the foley catheter sterile water leaked out from the funnel near vicinity, possibly the valve. Upon checking, the volume had decreased to 5 ml. Per follow up information received via rcc on 10dec2025, stated that the user was unable to determine whether the leak out originated from the inflation valve or if there was a hole or tear in the funnel section.

Event description:
It was reported that after placement the foley catheter sterile water leaked out from the funnel near vicinity, possibly the valve. Upon checking, the volume had decreased to 5 ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.